Event description:
The patient has an infected fistula (connection) between mesh implant and umbilicus. Mesh explanted.

Manufacturer narrative:
This event was reported during a study on v-patch in (B)(6). MDR #s: 1219977-2014-00005, 1219977-2014-00006 and 1219977-2014-00008 are the other three files that were a part of the study. Upon completion of the investigation a follow up report will be submitted.